Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and her blood glucose levels were 643mg/dl. Troubleshooting was performed and the insulin pump passed the required tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.